Event description:
A healthcare facility in (B)(6) reported via a distributor that the heater wire of an rt205 adult breathing circuit was disconnected. This event occurred before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the electrical resistance of the inspiratory heater wire of an rt205 adult breathing circuits was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire showed an open loop connection due to a failure in the connection between the heater wire and the heater wire pin. The failure mode was located at the point where the heater wire hooks on the retainer clip. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).